Manufacturer narrative:
Additional information: the guidewire was hydrated during prep. The broken hawkone along with the detached tip were removed from the patient on the spider wire. The hinge pins were not captured by the spider. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a hawkone to treat a calcified lesion with 99% stenosis in the distal/proximal right superficial femoral artery (sfa) and popliteal artery. A 7fr non medtronic sheath, a 300cm non medtronic guidewire and a 7mm embolic protection device were used in the procedure. The IFU was followed. It was reported that the wire wrapped around the cutter and the tip of the hawkone detached at the hinge pin. The broken hawkone and spider were removed from the patient and a balloon was used to successfully complete the procedure. No patient injury was reported.